Event description:
Intelijet equipment was set up and calibrated by staff prior to case start without any problems. Physician applied tourniquet to left thigh. Pt was prepped and draped as per hlth ctr standard. After insertion of inflow trocar, inflow tubing was connected to inflow trocar. Pump was turned on by remote control. Pump went to gravity inflow, outflow trocar was inserted. Pump was started again. After a few seconds (3 or 4) low fluid alarm sounded (2900cc fluid used). Physician noticed left thigh was swollen. Tubing was disconnected from trocars. Machine was turned off then on again and recalibrated. Trocars were repositioned and tourniquet removed, dorsalis pedis pulses were palpated by physician. Tubing reconnected, pump started, after 3 seconds pump turned off per physician. Physician palpated knee and thigh. Pump turned on again and off again in 3 seconds. At this point, physician decided to end case. Pt was undraped and appropriate dressings applied. Pt then went to recovery room. The pressure never went above 60 on the display panel.